Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead showed a gradual increase of impedance from 1200 to 1500 ohms. It was also reported that 5 months ago the ra lead impedance increased to over 3000 ohms and remained at this level and a ra lead warning occurred. The pacing threshold was reported as increasing also. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.